Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The physician decided that the position of the ipg was not ideal due to being at an angle to the skin surface. The patient underwent a revision procedure where the ipg pocket was moved to a higher position. Post-operatively, the patient was recovering well.